Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve protruded, confirming the complaint. Elevator marks on the catheter were noted from the distal end. The working channel sleeve protruded with the small knob and large knob articulated in both directions. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The cutting fixture did not cut through the catheter completely. The distal end of the catheter broke off while attempting to peel open the catheter to expose the working channel sleeve. Some force was required to remove the proximal end of the working channel sleeve. Witness marks were noted on the pebax. The clear and white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded out of the end of the scope. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.